Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the reason for the malfunction was not clear, it started working after a system reboot. It was confirmed with the site that they would monitor the system, if that happens again, they would replace all the necessary parts.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9735773, serial/lot #: unknown. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that the system was flashing the yellow battery icon. The self test showed that the system had lost connection with ups. The system was completely shutdown, cables disconnected, and a system reboot was performed which resolved the issue. There was no patient involvement.